Event description:
It was reported that several episodes of non-sustained rv oversensing was seen on a merlin.net transmission. It appeared they were due to myopotential oversensing. Asymptomatic patient presented to the clinic and programming changes were made.